Manufacturer narrative:
(B)(4). D10 - medical product: oss porous im stem catalog # 150381 lot # 414120; oss 7cm segmental femoral rt catalog # 150354 lot # 542380; oss 4cm diaphyseal segment catalog # 150482 lot # 899890; oss non-mod tib plate long 63 catalog # 150419 lot # 443540; oss tibial poly bearing 14mm catalog # 150411 lot # 063740; allen medullary cement plugs 1-16 mm diameter flange/8 mm diameter core store in cool dry place catalog # 00801102016 lot # 64325372. G2: australia. Reported event was confirmed by review of medical records provided. Visual examination of the returned product found that it shows signs of being implanted discoloration / foreign material and explanted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is extensive radiolucency along the femoral implant which is loose as noted. Overall alignment of the right knee arthroplasty is maintained if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure one year post implantation due to loosening of implant. Attempts to obtain additional information have been made; however, no more is available.